Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed pump error. The customer¿s blood glucose level was 243 mg/dl at the time of the incident. The customer states they were doing a self test when the pump error occurred. Customer is able to clear pump rewind. The customer did a self test and the pump did not pass and pump error is still occurring. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.